Manufacturer narrative:
A partial lead with the distal segment measuring 50.5 cm was returned for analysis. Failure event observed during analysis. Final analysis found that one internal insulation abrasion was noted at 35.0¿35.9 cm from the distal tip. The etfe coating was intact while the inner coil was exposed at this location. Another internal insulation abrasion was noted at 29.1-29.2 cm from the distal tip. The etfe coating was intact at this location and the inner coil was not exposed. Lastly, another surface abrasion with no insulation breach was noted at 7.9-8.1 cm from the distal tip consistent with lead friction to either another device or feature of the heart. The etfe coating was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.